Manufacturer narrative:
There are no allegations or indications of any system or component failure or malfunction. The nalu system in use by the patient did not meet the applicable conditions to move forward with an MRI, thus an explant was performed.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Patient later discovered the need for an MRI scan and required the nalu system to be removed in order to complete the scan. A full system explant was performed on (B)(6) 2024.